Manufacturer narrative:
The log files were requested and analyzed. According to this the device shut down. It is very likely that the ribbon cable between pcb dc power supply and pcb mpu was incompletely assembled during maintenance. The connection possibly disenganged due to vibration during transport and caused the described problem. The device posted the optical and acoustical alarms for a communication problem with the internal battery and the power supply according to specification. The failure rate is low and within an accepted range.

Event description:
It was reported that the patient was transported to the CT scan area. While the patient was in the CT scan area, the ventilator shut down and an audible alarm was heard. No patient injury was reported.